Event description:
Medtronic received a report that a patient underwent a mechanical thrombectomy for an occlusion in the m1 segment of the right middle cerebral artery. The patient presented with an nihss score of 17, and their post procedure tici score was 3. A routine admission EKG showed significant for st elevation in v3, v4, v5, and v6. The patient had an inferior wall st-elevation myocardial infarction (stemi) post procedure. Three coronary stents were placed. Transthoracic echocardiogram with bubble study showed an ejection fraction (ef) of 40% and moderate right-to-left shunt. An exam on (B)(6) 2021 showed normal s1 and s2, no s3 or s4 murmurs, and a regular rhythm. The patient also experienced a right basal ganglia intraparenchymal. The ced adjudicated the intraparenchymal hemorrhage as not related to the procedure and not related to the device, and the myocardial infarction was possibly related to the procedure and not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.